Event description:
It was reported when using the bd pyxis medstation system the drawer 3.1 was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed. The field service engineer examined the pyxibus cable and replaced the drawer controller board to resolve the issue. This work was recorded from the service appointment 3022483. The system functioned as intended after the field service engineer troubleshot the device.